Event description:
It was reported that an alarm was heard, but telemetry was not yet performed. There were no patient symptoms reported. It was thought the alarm occurred about 3-4 days prior to report. On the day of report, the patient heard an alarm that was described as a french fire alarm in the shower. A refill date of 2015-(B)(6) was provided. It was noted that they never heard any alarms before. The patient was also taking plavix and aspirin at the time of report. The pump was used to infuse baclofen. Additional information received reported a low reservoir alarm occurred. The patient missed a refill. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0058118r, implanted: 2001-(B)(6), product type catheter. (B)(4).